Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after intraocular lens (iol) implantation, the patient complained of having limited distance vision, inability to perform job with extended computer use and difficulties with night driving. However, according to physician despite the fact that all these risks/issues were discussed with the patient pre-operatively, the patient persists in complaining on all these issues after surgery. In physician's opinion the cataract surgery was successful and in both eyes desired outcome was achieved. The patient was able to see better with small prescription glasses used after cataract surgery. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Associated delivery system was not provided; but would be unrelated to the reported complaint. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided by the surgeon that a detailed and clear discussion was had regarding the strengths and weaknesses of multifocal iol implants, including the limited potential regarding the patient's underlying issues and the necessity to potentially need a small rx glasses to sharpen vision as needed, particularly for professional computer work. Patient has several and varying complaints regarding their vision with the company¿s other iol including limited distance vision, inability to perform their job with extended computer use, difficulties with night driving. All these concerns were discussed pre-operatively. All these issues were addressed post-operatively. The patient stated they see better with the small rx glasses used after the cataract surgery. In the surgeon's opinion, the cataract surgery was successful in both eyes and achieved the desired outcome, given the limitations that were clearly discussed repeatedly prior and after the cataract surgery. Furthermore, the patient was pleased with the vision after the first eye cataract surgery on the "bad" right eye and chose to schedule the better 2nd eye. The manufacturer internal reference number is: (B)(4).